Manufacturer narrative:
At analysis it was noted that the top of the stylus was cracked, making it difficult to enable the functions on the touch screen. It was additionally noted that though the programmer was considered operational it worked very slowly and would freeze following the interrogation of an implantable pulse generator and only the company logo would be visible. To resolve, the programmer had to be turned off and back on again. The device was cleaned, new software was installed and the stylus replaced and calibrated and the programmer then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was "defective" and did not work. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.